Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported suction lost after laser ablation in the right eye of the patient during lasik surgery.

Manufacturer narrative:
Additional information provided in b.5. And h.11. Based on information received the event occurred before laser fired. Hence, not qualified for the reportable event. The manufacturer internal reference number is: (B)(4).

Event description:
Based on information received the event occurred before laser fired. Hence, not qualified for the reportable event.